Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 33 mg/dl and blood glucose was 118 mg/dl, which are not acceptable ranges. After troubleshooting, customer was advised on insertion and the correct sites on the body for the insulin pump.